Manufacturer narrative:
(B)(4). Damaged cartridge. During additional inspection of the cartridge, damage was also found on the internal bottom surfaces of the cartridge possibly being the root cause of the reported event and not due to the device being clamp on a hard object.

Manufacturer narrative:
(B)(4). Cartridge. One ec60a device was returned in good visual condition and with four blue cartridges present. Reloads b, c, and d were received fully fired; reload e was received fully fired, with the cartridge deck and one piece sled were damage. This is consistent with clamping the device over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for the damaged to the cartridge and knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. It should be noted that all devices are inspected 100% for staple presence by (B)(4), and are visually inspected 100% as a final check. (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional followup: the target tissue was not clamped before the firing. As the target vessel was not thick as usual, the device had no difficulty in closing. Although the staples were deployed properly at sample side, the staples of the patient's side were not deployed. The doctor commented that the device might be fired across a clip. As total the amount of bleeding was 12,550cc, blood transfusion was required (ffp 20units, plt 20units, albumin 19units, ffp-lr 24units). As of now, the patient is being treated at ICU. The patient with a previous history of rectal cancer, and the patient was received surgery at the same hospital. This surgery was performed because the rectal cancer had moved to his liver. When the sales rep checked the 4th cartridge, it was found that some drivers were not up. When the cartridge pan was removed, it was found that the left sled was broken. The doctor is used to using the device and nurses usually clean the jaws after each firing and load a cartridge properly.

Event description:
It was reported that during a laparoscopic right hepatectomy procedure on a patient with liver cancer. The device loaded with blue cartridge was fired on the glisson's capsule till the 3rd firing without any problems. When the device loaded with blue cartridge and was fired on the right hepatic vein at the 4th firing, the staples were not deployed and only the knife was moved. Bleeding occurred and the operation was converted to open. The patient became dic syndrome. Although the amount of bleeding was unknown, blood transfusion was required. The blood transfusion volume was unknown. Reinforcement material was not used. The doctor commented that the force of firing had been higher than usual at the 4th firing.